Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Aseptic loosening of a tritanium shell which led to a revision surgery.

Manufacturer narrative:
Device not returned for evaluation: an event regarding aseptic loosening involving an tritanium shell was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Aseptic loosening of a tritanium shell which led to a revision surgery.